Event description:
Crosser atherectomy attempted to cross a right proximal cfa occlusion. Using an usher catheter for support, we engaged the occlusion and applied light-moderate forward pressure, with three attempts, approximately 20 seconds each. At this point, we did not feel that we were likely to cross, so I withdrew the catheter. However, the radiopaque tip was retained in the proximal cap. The crosser catheter was removed, easily, with no sense of have to pull it hard, and as expected, upon examination after removal, the distal of the catheter was missing. Subsequent angiograms did not show any acute obvious problems related to the retained tip. The occlusion was still present, so the plan was to refer the patient for a surgical endarterectomy, as well as catheter tip removal.